Manufacturer narrative:
The attempted lead was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead was successfully positioned in the rv. However, pacing impedance measurements were greater than 2,000 ohms, pacing thresholds were high, and r-wave amplitudes were low. The lead was repositioned but no improvements in lead measurements were observed. The lead was removed and a new lead of the same model was implanted, with good lead measurements observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was in the retracted position. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. X-ray analysis of the lead confirmed the conductor coils were intact and the lead passed electrical testing. Laboratory testing was unable to reproduce the reported high impedance and threshold measurements and low r-wave measurements, and detailed analysis did not reveal any abnormalities.